Event description:
It was reported that during a laparoscopic gastrectomy, the cartridge pan came off when the cartridge was removed after the fourth firing and it was left in the jaw. The device was used on the stomach. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient. The lot# of the gold reload was l4fd4u or l4fa83.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results that one pse60a device was returned with no visual non-conformances and with an ecr60d cartridge reload present. The returned reload was received unfired and in good visual conditions. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.